Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged and moved on the balloon. Stent struts throughout the majority of the stent were deformed, bunched, overlapping and lifted upwards from the stent profile. The proximal crimped stent was not damaged and was found to have an outside diameter (od) which was within specification. It was noted that the entire stent moved distally 7.7mm on the balloon. A review of the associated batch records; the maximum crimped stent profile measured was within specification. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) was within specification. The balloons proximal cone profile was reviewed and no issues were noted. The proximal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was not possible to examine the distal cone of the balloon as the stent had moved out over the distal portion. Crimp markings were evident on the wall of the balloon that was exposed due to the movement of the stent, as would be expected. A visual and tactile examination found no issues with the shaft profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 38x2.50mm synergy stent was selected to treat the lesion. Prior to insertion of the device to the unspecified introducer sheath, the physician did his routine check on the device and discovered that the stent strut of the device was already damaged. Another synergy 2.5 x 38 stent was opened and it was fine. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 38x2.50mm synergy¿ stent was selected to treat the lesion. Prior to insertion of the device to the unspecified introducer sheath, the physician did his routine check on the device and discovered that the stent strut of the device was already damaged. Another synergy 2.5 x 38 stent was opened and it was fine. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.